Manufacturer narrative:
G4:11feb2021; b4:15feb2021. The remote service engineer (rse) spoke to the customer, who indicated that the issue had been resolved and the unit was placed back into service. No additional information was able to be obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
The customer reported display is blank. There was no patient involvement or user harm reported at the time the issue was discovered. The customer has tried replacing the lcd (liquid crystal display) and also swapping the entire gui (graphic user interface) with another unit. The remote manufacture service technician advised the caller that the vga (video graphics array) may be faulty and provided part identification.